Event description:
Reportedly, the tip of the delivery catheter got caught on the stent after successful stent deployment. Surgeon was able to advance handle forward and dislodge tip from stent. No intervention or patient injury reported as a result of this event. No device returned for eval. No further info provided.